Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 7x40 mm absolute pro stent was implanted in the moderately calcified, left external iliac artery. On (B)(6) 2025, the patient had in-stent restenosis causing chronic limb threatening ischemia. Angioplasty was performed on (B)(6) 2025, in the study treated lesion, the external iliac artery. On (B)(6) 2025, surgical bypass was performed from the femoral to the anterior tibial artery (non-study treated vessel), using a vein. On (B)(6) 2025, a left leg fasciotomy, related to the vein bypass site, was performed. On (B)(6) 2025, a split skin graft surgery was performed on the left lower leg. Left groin wound debridement was performed on (B)(6) 2025. The split skin graft surgery and left groin debridement were related to the vein bypass wound. Tissue damage was noted in the foot. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of stenosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported stenosis, ischemia, and unspecified tissue injury, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.